Event description:
Caller reported a malfunction on the pump, specifically malfunction code 199. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer uses multiple daily injections (mdi) as a backup therapy. Customer was instructed on how to return the malfunctioning pump using a pre-paid label, and caller understood this process.